Manufacturer narrative:
The used device was returned to vygon's (B)(4) site on (B)(4) 2011. The device was forwarded to vygon (B)(4) the same day for further investigation. The investigation is not yet complete. A f/u MDR will be submitted with results of the investigation and necessary actions within 30 days of receiving the new info.

Event description:
After a catheter was in place for two day infusing tpn and lipids a leak occurred at the hub when a syringe was attached. The catheter was removed from the pt who suffered no adverse effects.